Event description:
It was reported that pump experienced malfunction with displayed malfunction code that had not followed any notable prior events. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, was assisted with resetting pump using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again.